Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the battery current drain was high and the device exhibited premature battery depletion due to high atrial and ventricular thresholds. The leads were competitor leads.